Manufacturer narrative:
The investigation determined that the vitros 5,1 was operating as intended. The root cause for the unexpected dgxn results is unknown. It is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. It was confirmed that the sample involved was not processed in accordance with the tube MFR's recommendation.

Event description:
The customer obtained non-reproducible, imprecise vitros digoxin results on a pt sample while using the vitros 5,1 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initially obtained trop I es pt results were not reported to the clinician. There was no report of pt harm as a result of this event.